Event description:
It was reported that the handpiece switch would not allow the handpiece to go in the safe or reverse mode. This was noted during testing of the device. The procedure was completed as intended with another handpiece and there was no reported injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the device was rec'd for eval. During testing of the handpiece, it was confirmed that the controls did not respond properly. Further investigation found that the device would run in the forward direction regardless if the switch was placed in reverse or safe mode. This problem is related to mode select failure. A review of product history for the past 2 yrs shows no other reported events for this failure mode. Conmed linvatec will continue to monitor this product for failures.